Manufacturer narrative:
Product complaint # (B)(4). Batch # r58e63. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage and the breakaway washer was not present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No washer was returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the washer was not returned we cannot confirm if the device exhibited behavior associated with the field action. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it was reported that the procedure was prolonged 1.5 hours. Was there any patient consequence as a result of the procedure being prolonged? As 1st anastomosis failed, the tissue was too short, so it took much more time to do 2nd anastomosis was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Unknown what is the current status of the patient? Stable and left from hospital..

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the procedure was prolonged 1.5 hours. Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. What is the current status of the patient?

Event description:
It was reported: cutting issue. During the radical resection of colon cancer, when severing the colon, after fired, with abnormal weak sound feedback, deployed the staples, but the tissue was not cut off. Used another cdh29a to complete the surgery. The surgery delayed about 1.5 hours. After surgery, the used re-tried again, still could not deploy the blade (blade could not move out). The patient is stable and in the hospital now.